Event description:
Patient had 3 vessel CABG. Sometime during the procedure, it was noted that a bull-dog clamp was missing. An x-ray taken intra-op indicated the clamp to be in the left chest cavity but the surgeon couldn't remove it because he was causing damage to the incisions. Eight days later, the clamp was removed in surgery with no further problems.

Manufacturer narrative:
See scanned pages.